Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a connector is confirmed; however, the exact cause is unknown. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed no blood residue on the returned sample, and the connector pieces were returned assembled. A microscopic observation revealed a gap between one locking arm of the proximal connector piece and the catch slot of the distal connector piece. An attempt was made to disassemble the connector pieces. The connector pieces were found to be able to be pulled apart by hand with relative ease. The distance between the locking arms of the proximal connector piece was measured and was found to be wider than the specification; however, it is unknown if the connector was damaged prior to this measurement or what other contributing factors may have affected the interaction between the connector pieces. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported that when placing the catheter, the latch of the connector was unable to be engaged firmly and easily separated. It was reported that this occurred with two devices. This report addresses the first device.

Event description:
It was reported that when placing the catheter, the latch of the connector was unable to be engaged firmly and easily separated. It was reported that this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a connector that was unable to be engaged firmly was confirmed, but the exact cause could not be determined from the videos that were returned for evaluation. The first video appears to take place during a catheter placement procedure. A blue groshong catheter has been inserted in the patient and the distal connector was positioned over the proximal end of the catheter. The catheter was not extending from the proximal end of the distal connector. Someone is holding the distal connector and pulling on the catheter, but the catheter cannot be removed and stretches when pulled on. The proximal connector is then inserted into the distal connector without the catheter being over the metal cannula. The two pieces are then separated with a pulling motion. The second video shows someone holding groshong nxt connector at a desk and the catheter is not shown. The proximal connector is being inserted into the distal connector. The two connector pieces are separated with a pulling motion. No visible signs of damage or connector use can be seen in the video. Since the videos demonstrated separation of the connector, the complaint was confirmed, but without the physical sample, there was insufficient evidence to point to a specific root cause.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv4016 showed thirteen other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing the catheter, the latch of the connector was unable to be engaged firmly and easily separated. It was reported that this occurred with two devices. This report addresses the first device.